Manufacturer narrative:
Retainer ring=black. P-cap locked in place properly during testing. Unit passed displacement test and self test properly. No unexpected the critical block and inverse critical block did not add to zero is found in the formatted history file due to a software error as per global logic analysis (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. No harm requiring medical intervention was reported. Customer was able to successfully clear the alarm. Customer was able to complete rewind. The customer was assisted with troubleshooting. The device will be returned for analysis.